Event description:
Pt reports they experienced hardening of stomach and palpability of port. Subsequently, there was inflammation and redness, then there was extrusion at port site and possible infection at injection site. Pt is taking antibiotics (cepzil). Follow-up with surgeon led to diagnosis of erosion and infection with subsequent removal of device.